Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit. On (B)(6) 2015 the device was explanted.

Manufacturer narrative:
This report is filed january 28, 2016.